Event description:
It was reported that during a routine follow up, externalized conductors were observed. No electrical anomalies were noted. The lead remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.